Manufacturer narrative:
The pump was returned to mmdg for evaluation. A DHR review was completed and no non-conformances were found. When the device was returned to mmdg for investigation, the pump motor had failed, however, there was no indication that the pump stopped delivering or was unable to deliver a feeding. This report is being filed for the reported delay in therapy that the patient experienced as a result of the complaint.

Event description:
The initial reporter stated that the pump motor was not functioning. They stated that the pump motor "sounded like it was stuggling" and then stopped working. They stated that this resulted in an approximately 4 hour delay of therapy and that the patient was unable to receive their feeding by any other method. Mmdg did follow up with the initial reporter who stated that the patient hadn't experienced any harm due to the complaint. No other information was provided. [ (B)(4) ].